Manufacturer narrative:
No product was received for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the pseudoaneurysm could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal device IFU cautions that an av fistula or pseudoaneurysm are possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. A search of the angio-seal training database revealed no training documentation for the physician. The device was deployed under the supervision of a trained physician. The IFU caution that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent.

Event description:
It was reported following a diagnostic procedure, an angio-seal device was used to obtain hemostasis. Hemostasis was achieved at deployment. After 24 hours, a large hematoma was visible. An ultrasound revealed a pseudoaneurysm. A doppler ultrasound guided compression procedure was performed and the pseudoaneurysm was resolved. The patient's condition was reported as fine. The patient received eparine, dose unknown, for medication.